Manufacturer narrative:
(B)(4): final analysis of programmer model 3037 (lot# njd043603n) revealed a reliability non-conformance. Pins 4 and 5 on the antenna jack were open.

Event description:
It was reported that the patient could not adjust the stimulation, both with and without the patient programmer antenna attached. The programmer was replaced. The patient had surgery to fix a device issue. Further information was requested.